Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 124.0 and 132.0 cm from the hub. Conclusion: evaluation of the returned device confirmed the cat6 was kinked. This damage may have occurred due to forceful handling or pinching of the cat6 during removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that an indigo system aspiration catheter 6 (cat6) was bent upon opening of the packaging. The damaged cat6 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new cat6.